Event description:
On (B)(6) 2012, customer reported a fluid leak around the red blood cell (rbc) bath of their act diff2 instrument. Customer stated that the vacuum isolation chamber (vic) was half full and about 10 ml spilled onto the counter. Customer stated that the leak occurred when the customer performed a startup cycle which gave a "high platelet (plt) count" warning message. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and did not observe a leak. However, fse noted that the baths drained slower than usual and they may have previously overflowed. Fse checked instrument operation, cleaned the probe and pierce area, and ran several startup cycles where plt background failed at around 9.0. Fse performed a decontamination procedure and plt background passed. Fse replaced all pinch valve tubing and reagent pickup tubes. Fse flushed the system following decontamination and found hemoglobin (hgb) gain elevated. Fse replaced the hgb lamp and the white blood cell (wbc) bath. Startup, reproducibility and controls passed and were all within specification. No further issues were reported.

Manufacturer narrative:
Results: fse also replaced the wbc bath. (B)(4).